Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedures using the reamer/irrigator/aspirator system (ria) are more difficult than before. Through observation, it was noted the ria shafts often becomes stuck around the isthmus area. Reportedly it is difficult to progress into the bone and sometimes not possible to reach the distal part. Consequently the operating time is longer, blood loss was experienced and the bone graft is poor. The last two procedures were interjected by the anesthetist because of the blood losses. This report is for the reamer/irrigator/aspirator system (ria). The part and lot number was not specified. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.